Event description:
Patient reported right side device rupture and fluid accumulation around the implant. The patient also reported a deformed right breast. Healthcare professional later reported capsular contracture baker grade iii. The device has been explanted with a capsulectomy.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of capsular contracture/rupture/seroma was requested on oct 23, 2024. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side device rupture and fluid accumulation around the implant. The patient also reported a deformed right breast. Healthcare professional later reported capsular contracture baker grade iii. The device has been explanted with a capsulectomy.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma and capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as unidentified (tear) opening (shell thickness within specification). ¿ seroma: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2; b5; d3; d9; h6.

Event description:
Patient reported right side device rupture, fluid, and deformed. Healthcare professional later reported capsular contracture, baker grade iii. The device has been explanted.